Manufacturer narrative:
H3 analysis of the returned ins njy505438h revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis of the returned wrench revealed that the wrench was out of spec. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was being implanted with an implantable neurostimulator (ins). It was reported that by the manufacturer representative (rep) that the 3058 was implanted into the patient's body as part of implant replacement. It was noted the surgeon noticed the tightening screw felt "odd" when they initially tightened it. Upon impedance check (prior to wound closure), electrode 3 on the smart programmer identified >4000 ohm lead impedance. The rep stated there were no environmental/patient factors involved and that the diagnostics/troubleshooting performed were that the surgeon removed the 3058 from the lead, cleaned and retested the 978b128 lead. The patient's motor response was as expected and thus the surgeon concluded the lead was functional. The surgeon cleaned the internal casing of the 3058, ran a second impedance check and electrode 3 on the smart programmer was identified >4000 lead impedance. The rep reported that the actions/interventions that were taken to resolve the issue were that upon troubleshooting discussion, the surgeon and rep identified the culprit to be the 3058 battery (a "faulty 3058"). The surgeon stated that the screw, when tightened, "did not feel right." Another 3058 was placed onto the same lead implanted in the patient, an impedance check was completed and there were no lead impedances with the new 3058 battery. The root cause was determined to be the 3058, right out of package. The rep stated that the surgical intervention that occurred was that the faulty 3058 was not implanted and a new 3058 had been implanted and that "yes," the issue had been resolved at the time of the report.